Manufacturer narrative:
Other, other text: h6 codes updated. Device evaluation: no device or device photo was returned for investigation. Device history review of the manufacturing process showed no non-conformities. No actions taken at this time but complaint information will be continue to be monitored and further actions taken accordingly.

Event description:
It was reported that prior to use, the pressure sensor was found to be damaged. The device was replaced to resolve the issue.